Event description:
Patient in mva and came to ER w/temporary device hooked up. Complete capture when temp device programmed off; post arrest capture threshold 1.25v, later 3v; fluctuation noted. ER strips show hr 10-20bpm; pt was comatose; now able to follow commands. Believe temporary pacemaker was inhibiting ipg; therefore, low rates on EKG. Device returned with additional information that pt passed out while driving and crashed into a structure.